Event description:
It was reported a patients left ventricular lead presented with high pacing impedance. Programming changes were made to restore normal parameters. There were no consequences to the patient.